Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-16348. It was reported the patient wanted his ipg explanted. He alleged the ipg had not helped his pain as much as he expected. The patient declined to be reprogrammed. Follow-up identified the physician explanted the ipg on (B)(6) 2013; however, the patient's lead remains implanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.